Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 549 mg/dl at the time of incident. It was also mentioned they delivered a bolus already. Customer also stated that they removed insulin pump earlier and forgot to connect it back so they did not receive insulin and declined trouble shooting for high blood glucose. The insulin pump will not be returned for analysis.